Event description:
It was reported by the patient that the carelink monitor was unable to complete the send phase of the remote transmission. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance evaluation (B)(4): the device was returned and analysis found no anomalies.

Event description:
It was reported by the patient that the carelink monitor is unable to complete the send phase of the remote transmission. The monitor will be replaced. No patient complications have been reported as a result of this event.